Manufacturer narrative:
Per medwatch report (B)(4) it was reported that due to the high volume in the bladder and pressure there was a leak around the foley catheter. Per the facility medwatch report the sediment accumulates and causes secondary urine leakage requiring the foley catheter to be replaced. The event reportedly led to an extension of the patient's hospitalization in the critical care unit. The facility did not return the actual sample but was able to return a picture for evaluation. The customer reported issue of sediment accumulation was confirmed and found to be due to a patient specific condition that may be causing sediment buildup at the murphy's eye. No additional information is available to be obtained. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that sediment accumulates and causes secondary urine leakage requiring the foley catheter to be replaced.